Event description:
It was reported that the compressor alarmed for low air pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the standby valve and drainage valve replaced. After replacement, the compressor passed all functional, safety, and electrical tests to factory specification. The compressor was cleared for clinical use and returned to customer. The defective part was nor returned for further investigation. The root cause for the defective standby valve could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).